Event description:
Evaluation of logs revealed that the ventilator generated a technical error code indicating turbine module communication error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Technical error code indicating turbine module communication error was generated during ventilation, however no action was required regarding this issue. Ventilator is working normally. No issues were reproduced by the technician. No part was replaced. The device was put back into clinical use. The cause of the claimed issue in this customer product complaint has not been determined, as no part was determined as source of the issue.